Event description:
It was reported that when the programmer was powered on, black smoke began coming out of the fan area. The programmer was turned off and unplugged, but it continued to smoke, and there was a burning smell and red burning was visible in the area of the fan. The programmer was returned to service. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer's power supply did not work and had an odor. The power supply was replaced. The programmer passed final functional and system tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.